Event description:
On (B)(6) 2011, the pt was implanted with an aos 11mm es trochanteric nail. Aos had a report of failure on (B)(6) 2011. The nail was removed on (B)(6) 2011. The nail was returned and dimensionally inspected, and the documentation reviewed the info showed the implant met blueprint specifications, and no issue with the documentation. The pt was active and was exerting physical force when the event happened.